Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use at the time of event occurred. Field service engineer (fse) inspected the system onsite and found that the user was reported for the wrong system. Has no problems with the case that has been reported. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Customer reported the issue for wrong system number. Fse found that hkl1 and hkl2 are two different systems with the customer. The system reported in this case (hkl1) did not have any issues. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system shut down in the middle of an examination. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.